Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive and required multiple button presses with increasing force to elicit a response. The up arrow and down arrow buttons were found to be sticking and hyper-responsive/scrolling. The audio bolus button was hard to press and the internal plug was found to be misaligned. The investigation revealed contamination under all key contacts. This report is being made based on the evaluation results completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn and peeling over the up arrow, down arrow and ok buttons, exposing all of the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be intermittently unresponsive, and required multiple button presses with increasing force to elicit a response. The up arrow and down arrow buttons were found to be sticking and hyper-responsive/scrolling. The keypad was removed and contamination was found under all buttons. The audio bolus button was found to be hard to press. The bolus button cover was removed and the internal plug was found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The damage is obvious and detectable and should alert the user to discontinue use of the pump. (B)(6).